Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred two years prior to the date the manufacturer became aware. D6b: explant date: procedure happened two years ago additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6) batch: 7070670.